Event description:
Subsequent information was received which indicated that during the revision procedure, the connection between the device and ra lead were checked. The lead was reported to have been secure and fully in the header. The lead was removed from the device header and tested independently. The resulting impedance measurement was greater than 2000 ohms.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device and associated lead displayed high,out of range pace impedance measurements and high thresholds. The patient underwent a surgical revision procedure where the lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported.